Event description:
In 1989, placement of polyurethane-covered pt implants. Starting about 3 yrs ago, pt complained of flu-like symptoms which occurred approx every 4 months which progressed to every month. She also complained of fatigue. Improved somewhat now. She has intermittent arthralgias and shortness of breath to excercise. Pt has class iii contractures and xeromammogram shows that she has intact polyurethane implants.